Manufacturer narrative:
Philips investigated the complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. A review of the system log file revealed a malfunction with the flexvision-pc. Upon performing troubleshooting actions, the fse identified that the host pc had been unable to communicate with the flexvision-pc. The exact cause of the flexvision-pc failure could not be conclusively determined through the supplier¿s part analysis. However, the replacement of the flexvision-pc by the field service engineer resolved the reported issue and restored the system¿s functionality. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system gave an alert indicating the host computer was not able to communicate with the flexvision computer, preventing full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.